Manufacturer narrative:
One 8x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw showed no damage. Dimensional inspection of the screw confirmed it met print specifications. This investigation could not identify any evidence of product contribution to the reported complaint. Further investigation is not warranted at this time.

Event description:
It was rerpoted that the screw does not tighten. No patient injury reported.

Manufacturer narrative:
Additional information received and evaluated by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.